Event description:
It was reported that the patient had developed an infection at the pocket site and had erythema, purulent drainage, tenderness to palpation. The physician believes that the infection was device or procedure related. The patient was admitted to the hospital for IV antibiotic therapy. The patient underwent a Spinal Cord Stimulator (SCS) explant procedure. The explanted devices were not collected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2218-50.Serial Number:(b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Block B3: Approximated based on the date the manufacturer became aware of the event.